Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient is trying to see if we can help out with machine. Patient is trying to reprogram the machine for her bladder. She is having issues because some of the buttons are not working. She put it at program 3 at 1.6 volts and doesn't feel anything. If she turns it off and on she has a feeling but doesn't know what is going on. She talked to the manufacturer representative (rep) again and he was helping her out. He told her you can change it to program 2, and try to put it at 1.0 volts. She already did that. She does feel the stimulation at the moment she changes it but as time passes, she doesn't feel anything. Now as she tries to change it there are some arrows appearing so that is why rep transferred her to patient services so someone could help her out because he wasn't understanding her spanish and this happened last week. They gave the patient the machine because the patient is constantly going to the bathroom, and they want to know why. They think it is the machine that is not working. They have been putting her in an hospital in 2018. She had three appointments before, but they got canceled because of covid. Right now, they are trying to figure out if it is the programmer or the machine to see if it isn't working before she goes in for her app ointment. It did work and help her except last year because the doctor turned off her machine because she wanted to see how her organism was working. They just turned it back on again it was on program 3 at 1.5 volts. She is going to the bathroom, and she doesn't even notice a difference. The doctor said it maybe an infection. Has an appointment (B)(6). She believes that maybe the batteries are not working. The device was checked and the stimulation was on. Suggested her to gradually increase the stimulation until she feels the stimulation comfortably. She only feels the stimulation when she increases it and then it goes off. Currently she is on program 3 at 1.5 volts. Had patient increase the stimulation to 1.9v. If at 2.0 feel a union of body and groin like pinching her. Feels like electrical flashes. Patient backed down to 1.9 volts and doesn't feel anything. Program 2 doesn't change from 1.0 volts, is it ok if she leaves it on program 3. She isn't able to increase or decrease the stimulation in program 2 like the rep told her to do. The patient went to program two. She confirmed the box is empty. Walked caller through how to synch and change to program 2 at 1.0 volts. Patient increased the stimulation 1.2 volts. At 1.5 volts she feels stimulation in vaginal area and ankle. The patient said she has been having the issue of her bladder for a year now. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that she has tried going to the doctor¿s appointments but they have all been canceled. The patient did say in their last appointment the doctor said they are not emptying their bladder entirely and that the device is not working as intended. The patient did say they go to the bathroom every 20 minutes and the device is hurting. The patient also stated that they feel the devices turns on and off unexpectedly. The patient said their retention is something they developed after the device was implanted. She said it started two years ago and they had the device off for a year but in (B)(6) 2021, they turned the device back on and it hasn¿t worked like it used to. It works for a couple of hours and then stops. The patient will continue to try to see the hcp.